Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported that approximately 179 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant products: 1125322 - 200-02-35 - three peg patella 35mm 1194761 - 201-46-10 - holding pin headless 3" (4 pk) 73135 - 203-96-01 - (11-2222) saw blade new stryk (.050) 0979109 - 204-04-43 - trapezoid tibial tray sz 4f/3t 1210854 - 204-34-02 - fluted stem extension 25l x 14 mm 1209322 - 204-70-00 - tibial stem ext. Screw 1172192 - 230-02-04 - optetrak asy,cr cemented femoral, sz 4, 94629 - 620-00-02 - platelet rich plasma kit with spray tips 6003060806 - 620-11-02 - accelerate conc. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.